Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and vomiting. The reported blood glucose reading was over 350 mg/dl. The customer decline to perform troubleshooting. The customer stated that an issue with infusion set caused the event. Nothing further was reported.